Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'speaker sound quiet' which was reproduced during evaluation as low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. The reported condition was verified. The cause of the condition was determined to be a detached speaker. The rear case requires replacement to address this issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition of under infusion. The device was found within specification and the customer reported issue 'failed delivery test/ under infusion' could not be reproduced during evaluation. The device passed the flow accuracy testing within specification. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed delivery test which only delivered 16 ml instead of 20 ml and the speaker sound was low/ very hard to hear when alarming. The event happened during testing at the clinical engineering department. There was no patient involvement. No additional information is available.